Event description:
Staff alleged that she responded to a nurse call from the pt's room. Staff found the pt on the floor on the right side of the bed. Staff reported that the right intermediate siderail was in the low position. She alleged that all the siderails had been in the up position previously. The pt left shoulder was x-rayed but no treatment was provided. Tsr found that the right intermediate siderail would not latch. The account declined to let tsr install the versacare siderail inline spring kit (part at this time). Mod 380 was performed by tsr in 2008.